Event description:
As reported by the sales rep per the user facility: reports started leaking at drip chamber while chemo infusing. Patient was into the infusion. Caused chemo spill. No patient injury. No sample saved. Additional information provided by the user facility indicated the patient suffered no adverse sequela associated with the incident. The sample was discarded, however, two representatives cases of the same lot of product is being returned for evaluation.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated . Fifty representative unused samples were returned. The fifty returned unused samples were physically tested for leakage and were found acceptable per specification. Twenty five samples were subjected to a pull test at the drip chamber to tubing bonded joint. All 25 samples exceeded the minimum joint separation design specification and passed the joint integrity test. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.